Event description:
The facility's biomed reported a fail code 715:00. The fail code occurred during biomed testing, although no details are available regarding the problem or the test being performed. Additional contact information was requested but no additional contact was identified. The biomed stated that there have been no reports of any patient incident involving this pump since the last baxter service event.